Event description:
Information was received from a healthcare provider (hcp) from a infusion refill company regarding a patient who received clonidine (300mcg/ml, 108.19mcg/day) and unknown morphine (20mg/ml, 7.213mg/day) in an implantable pump for non-malignant pain. A motor stall was seen upon interrogation. The hcp thought the patient had many mris, but was never seen afterward to check the pump. The patient suffered from dementia (condition was progressing) and was a poor historian. The MRI was not performed for a suspected problem with the device or therapy. The motor stall in question occurred on (B)(6) 2016 (with stopped pump may exceed tube set message on (B)(6) 2016) and recovered on (B)(6) 2016. There were no symptoms, alarms, or volume discrepancy at the last refill on (B)(6) 2016. The hcp called the patient 5 times regarding the refill, but the patient did not remember talking to her. The patient was considering moving back to ecuador to be taken care of by his family. The hcp was to discuss weaning off the drug and removing the pump managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.